Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during ablation, although the power got over 120w, no bubbles came out. About 30 minutes passed, but the result temperature was about 50 degrees. The procedure was completed using another device. There was no patient injury.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product met specification as received. Visual inspection found no defects. The reported condition was not confirmed. The investigation found the device to function normally and within specifications. The water circulated normally through the device. The device read the temperature properly. If information is provided in the future, a supplemental report will be issued.